Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent in the patient's left eye, the patient moved and the patient sustained damage to the angle. No stent was implanted. No postoperative day 1, the patient's presented with hyphema and hypotony (4 mmhg). At the most recent visit, the patient was doing well, hyphema had resolved and iop was 14-16 mmhg on 2 glaucoma medications.

Manufacturer narrative:
The device was discarded by the facility and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Iris damage, hyphema, and hypotony are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).